Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific advantage transvaginal mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary problems. Additional narrative: it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures hysterectomy, right ovarian cystectomy, enterocele repair, a&p repair, anal sphincteroplasty and suprapubic catheter placement due to prolapse, cystocele, enterocele and rectocele. It was reported that following insertion the patient experienced infection, urinary problems and dyspareunia. It was reported that patient underwent cystotomy and revision of mesh on (B)(6) 2006 due to urinary retention.